Event description:
Reporter indicated that device interrogation at office visit revealed that normal mode output current was set to 0ma instead of to prescribed parameter. The pt's device was reprogrammed to prescribed parameters. It was reported that the pt's generator is implanted deeper than other vns pt's at this same facility and that treating physicians frequently experience difficulty communicating with this pt's device. Initial reporter indicated that at previous office visit, the device was interrogated as a final step to confirm proper device settings. No adverse event was reported in conjunction with the inadvertent change in programmed parameters.